Event description:
It was reported that a patient implanted with a pacemaker system exhibited high out of range right ventricular (rv) lead impedance measurements greater than 2,000 ohms on a non-boston scientific lead. A lead safety switch (lss) was triggered, resulting in an automatic change of the pacing and sensing configuration from bipolar to unipolar. This change was associated with several non-sustained episodes attributed to myopotential sensing. Troubleshooting was performed; however, the observed noise could not be reproduced, and no impedance abnormalities or impedance changes were recreated. The device was subsequently programmed to unipolar pacing with bipolar sensing. The patient was not dependent on pacing therapy. At the time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. Device history record review: DHR can't be performed as the product family is unknown. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. Labeling review: a labeling review could not be completed using instructions for use documentation because the product family is unknown. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the labeling review. Investigation conclusion: with the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient implanted with a pacemaker system exhibited high out of range right ventricular (rv) lead impedance measurements greater than 2,000 ohms on a non-boston scientific lead. A lead safety switch (lss) was triggered, resulting in an automatic change of the pacing and sensing configuration from bipolar to unipolar. This change was associated with several non-sustained episodes attributed to myopotential sensing. Troubleshooting was performed; however, the observed noise could not be reproduced, and no impedance abnormalities or impedance changes were recreated. The device was subsequently programmed to unipolar pacing with bipolar sensing. The patient was not dependent on pacing therapy. At the time, the device remains in service. No adverse patient effects were reported.